Event description:
Account states resuscitator was removed from crash cart during a code. The resus bag felt like something was in it. There was a resistance about halfway into the pressure of the bag. No flow was coming out.